Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. One haptic is bent in the distal area. The optic has a large scratch in the central optic zone. The optic is cut into three portions, typical of insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and hand piece, and a non-qualified viscoelastic. Cartridge product history record could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause may be related to a failure to follow the dfu. The file indicates the use of a non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. This product malfunction was originally reported under an alternative summary report. The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The manufacturer internal reference number is: 2019-22042.

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was noted to have a mark in the center. The lens was removed and replaced during the initial procedure with no patient harm.